Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, with urgent low alerts and blood glucose readings reported between 38 and 45 mg/dl, and that glucose treatments were initially ineffective until the ilet was removed; the user later disconnected again after reactions related to the cgm. Symptoms included not feeling well. Outcomes included the need for oral glucose and troubleshooting and education. Investigation included a review of the event details and user-reported history. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction confirmed and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.